Event description:
A report was received that during the pt's trial, the pt developed an infection at the lead extension site. The leads and extensions were explanted and the trial ended early. The pt was treated with penicillin.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.